Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in intensive care unit at hospital due to diabetic ketoacidosis with blood glucose level unknown and the customer was treated with fluids to bring customer¿s sugar down. The customer was assisted with troubleshooting. The customer was not blousing with the insulin pump. The device will not be returned for analysis.